Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal, inappropriately shut down, and did not respond to the front panel controls. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report of "unit shuts off" was observed during review of the device data logs. However, the device passed all testing including bench handling and full functionality stress testing on simulator without duplicating the report. The customer's reports of "no ECG" and "no response to controls" was not replicated or confirmed. Review of the device log shows after the reset, ECG signal is available in both leads and pads. There is also no evidence that the buttons would not respond when pressed. However, x series does not record button presses, so this cannot be firmly established. A replacement multifunction cable was sent with the device as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.